Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that retainer ring on top of reservoir compartment was broken and reservoir did not lock into place. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test. Unit was received with broken belt clip rails, cracked case along the side of the battery tube, scratched case and cracked select button keypad overlay. No physical damage to reservoir retainer/compartment noted. Reservoir was locked into place properly.